Event description:
The customer received questionable false negative toxoplasma igg (igg antibodies to toxoplasma gondii) results for two samples from one patient. The result from the first sample was <0.130. The results from another laboratory on (B)(6) 2012 were: toxoplasma igg (ag) : neg toxoplasma igg ie : 14.9 ui/ml (elisa platelia toxoplasma igg biorad) igg if (immunofluorescence): 10 ui/ml lobio toxoplasma ii igg (lobio diagnostics) interpretation: positive for the second sample from (B)(6) 2012, the result was <0.130 the results from another laboratory on (B)(6) 2012 were: toxoplasma igg (ag) : neg toxoplasma igg ie : 14.9 ui/ml (elisa platelia toxoplasma igg biorad) igg if (immunofluorescence) : 10 ui/ml lobio toxoplasma ii igg (lobio diagnostics) interpretation: positive the patient was not adversely affected. The toxoplasma igg reagent lot number was 169150. The expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause. A sample from the patient was submitted for testing and the customer's negative results were confirmed. Evaluation of the provided calibration and qc data showed results within the expected ranges.